Event description:
It was reported that the physician attempted to use a resolute onyx rx drug eluting stent to treat a severely tortuous and moderately calcified proximal lcx lesion exhibiting 60% stenosis. No damage noted to device packaging. Issues were noted when removing the devices from the hoop/tray. No difficulties noted removing the protective sheath. The device was inspected post sheath removal with no issues noted. The physician dilated the proximal lesion using a sprinter legend balloon and a second time using a non-mdt balloon. The physician continued to use a sprinter legend balloon to dilate the distal and proximal lesion. The physician selected the resolute onyx stent and attempted delivery. The device did not pass through a previously deployed stent. Resistance was noted and excessive force used. It was reported that it was difficult to cross the proximal lesion and the proximal part of the stent got stuck in the first 10mm of the lcx. The physician was unable to advance the stent any further nor withdraw the stent. It was reported that while attempting to remove the stent, it dislodged from the delivery system balloon. The inflation device remained on neutral pressure during delivery of the device. The physician carried out multiple inflations of the left main and an attempt was made to snare the dislodged stent unsuccessfully and the stent reportedly embolized distally to the lower limb. The physician continued the procedure treating another lesion in the lad successfully. The physician decided to returned to the left main to carry out stenting using another resolute onyx stent due to the previous multiple inflation attempts to retrieve the dislodged stent. The stent was deployed followed by final kissing balloons to complete the procedure. A scan of the carotids, subclavian branches, heart , abdomen and pelvis at the end of the procedure did not localize the lost stent. Patient is reported to be alive with no injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.